Manufacturer narrative:
The device was returned for investigation. Pm (product manager) performed investigation and found that this lot # sti58234 batch was manufactured on 20.10.2020 and the ebb lot # 1906021490 was produced on 21.08.2019. The investigation was done by the product manager, who found a small hole between the two parts, the accrual catheter, and the upper part with the connector. The blocker has a leakage in the weld between the accual catheter and the upper part with the connectors. The hole at the connection point between the accrual catheter and the upper part with the connector is traced to a failure in the gluing process. The fault was not detected at the qc check before the product was packaged for shipping. The risk is assessed as acceptable, as the product can still be used as a ventilation device on par with a slt or a dlt, and this is what was done. The accompanying IFU prescribes that a pre-check should be performed by inflating the blocker cuff with air before the procedure.

Event description:
Vivasight-sl was used together with an endobroncheal blocker for a pulmonary transplantation. The vivasight-sl and the blocker was placed without any problem. After some minutes the staff realized that the blocker cuff deflated with result of leakage. The blocker cuff was inflated with additional air but the cuff still deflated. The staff had to take action to secure the patients airway through a reintubation with a double lumen tube. The re-intubation for the patient went well but as it took place during the surgery and caused a delay for the surgical procedure it was an additional risk for the patient. The blocker was later investigated by the staff and it was found to have a leakage in the weld between the accual catheter and the upper part with the connectors. According to the accompanying IFU pre-check should be performed by inflating the blocker cuff with air prior to the procedure.